Event description:
It was reported that there was an unknown quantity of unspecified baxter access sets that appeared "crushed." Nurses have reported when they were removing the tubing from the pump, they had to reposition the set to make the infusion run. Multiple nurses stated they observed similar issues within 48 hours of starting the infusions. Furthermore, an unknown number of patients were found to be "not responding" (not further specified). This event likely required medical intervention in order to preclude permanent impairment; however, no medical intervention was reported. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.